Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan revealed mesenteric perforation and tilt. The tip was posteriorly tilted right posterior lateral limb without abutting the lateral wall. All struts appeared extraluminal without eroding the adjacent organs. No further patient complications were reported in relation to this event.

Event description:
On (B)(6) 2004, the patient underwent placement of a greenfield vena cava filter. On (B)(6)2018, a computed tomography (CT) scan revealed mesenteric perforation and tilt. The tip was posteriorly tilted right posterior lateral limb without abutting the lateral wall. All struts appeared extraluminal without eroding the adjacent organs. No further patient complications were reported in relation to this event.